Manufacturer narrative:
The ventilator was investigated by our field service engineer. The reported event could not be duplicated. The ventilator passed all functional and safety tests and was cleared for clinical use. No ventilator logs were provided. The root cause of the reported event has not been determined.

Event description:
It was reported that the ventilator generated alarms for high peep (positive end expiratory pressure). There was no patient harm. Manufacturer's ref #: (B)(4).